Manufacturer narrative:
PMA/510(k) # & di not available as product was manufactured on or before (B)(6).

Event description:
It was reported that the patient presented in the operation room for a system replacement procedure. It was noted that the atrial lead exhibited low impedance. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.